Event description:
During service by baxter, the infusion pump was found to contain an out-of-specification air-in-line printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 30 2007. Additional information:failure code 810:11 was initially reported by the facility. It is unknown when this message occurred. Evaluation summary: during product evaluation failure code 810:11 was confirmed and was attributed to the air-in line printed circuit board which was confirmed to be out-of-specification. The air-in line printed circuit board was recalibrated. The pump was returned to the customer fully operational.